Event description:
It was reported that the patient had no stimulation sensation, even when the implantable neurostimulator (ins) was adjusted to 10.5 volts. The patient met with the company representative on (B)(6) 2012 where impedance measurement showed >3600 ohms on all electrode pairs. A surgical revision was then performed on the same date at which time it observed that the lead appeared to be crimped. Intraoperative testing with a multi lead trialing cable accessory still showed high impedances. A new lead was then placed and intraoperative impedance testing showed to be in normal range (767 to 1023 ohms). Following the procedure, the patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 3776-60, lot # v321866005, implanted: (B)(6) 2010, explanted:(B)(6) 2012; programmer model 37743, serial # (B)(4); accessory model 3550-39, lot # unknown, implanted:(B)(6) 2010, explanted: (B)(6) 2012.

Manufacturer narrative:
Analysis of the lead model 3776-60 lot# v321866005 found the conductor broken at the anchor site. Analysis of the anchor model 3550-39 lot# unknown found no anomaly.